Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 15. On 2024-09-23, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, bleeding, increased sensitivity and inflammation. No further patient complications were reported.